Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed due to high impedance measurements and loss of capture on the right atrial (ra) lead. It was indicated the patient was symptomatic as a result of the ra lead issues. The competitor device was explanted and this lead remains implanted. No additional adverse patient effects were reported.